Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6 -visual evaluation of the returned product found damage to the sterile pouch (puncture). Damage to the outer carton was also noted; however, as the outer carton damage was not initially reported, no further investigation will be performed. -review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. -reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. -the condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. -this complaint was confirmed by evaluation of the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that before being opened to the sterile field, the box for the screw was opened; it was noticed that there were pin hole marks in the sterile packaging. The screw was not used. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.